Event description:
It was reported that the patient was experiencing discomfort and irritation on the back. The patient was sent to the emergency room and underwent a lead explant procedure. After the explant procedure, the patient had trouble moving due to pain and was sent back to the emergency room. The explanted leads were not returned to bsn.

Manufacturer narrative:
Date of event: exact date unknown, event occurred over the weekend from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4). Product family: scs-non-surg acc, upn: m365sc41160, model: sc-4116, batch: 29077512.